Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm confirmed the autofill failure. The drive assembly leak test failed intermittently and the solenoid k* leaks pressure past the valve seat. The stm replace the drive assembly. The bimba purge failed during the autofill calibration due to the volume cylinder being out of calibration. The autofill proximity sensors were out of position. The stm calibrated the volume cylinder and set the sensors to the correct position. The concealment labels were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump had an autofill failure alarm. No adverse event was reported. The customer's biomedical department maintains their iabps.